Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, the device was unable to be interrogated via inductive telemetry and the device did not elicit a magnet response. The device was explanted and replaced to resolve the event. The patient was in stable condition.